Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs) to report the one touch ultra 2 meter was giving the error 1 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. Two days prior to contact lifescan, the pt noted the reported meter was giving the error 1 error message; he did not obtain a blood glucose reading. The pt took no actions based on the meter issue. The following day, the pt experienced the symptom of blurred vision. He did not seek any medical attention or treatment. The pt manages his diabetes with insulin on a sliding scale. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hyperglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.